Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced a sensation that felt as if the device had moved up her throat. A chest x-ray revealed twiddler's syndrome caused the atrial lead to dislodge. The lead was explanted and replaced.